Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and active current measurement. Unit passed the displacement accuracy test (dat) with 0.0866 inches. Pump did not pass the self test due to a pump error 75 occurring during testing on (B)(6) 2024 11:40:24.000 and the sleep current measurement test due to high currents. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No abnormal rewind anomalies were noted during testing. Pump error 24 was found in the history files on (B)(6) 2024 16:01:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, during testing a pump error 25 occurred on (B)(6) 2024 15:00:00.000 and the recent power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6/pcba 1 connector. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2, force sensor and motor home switch. Unable to do motor test due to moisture damage on the motor assembly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 24 was confirmed due to a moisture damage on the electronic stack and motor assembly. Rewind anomaly was not confirmed. Pump error 75 was confirmed due to moisture damage to the electronic stack. Pump error 25 was confirmed due to moisture damage on the j6/pcba 1 connector. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported receiving a pump error. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1712kl was requested and customer response was the device will be returned.